Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to able to resolve 401 alarms issue and changed blower configuration to micronel u65h4, completed blower reference calibration, ran performance check, unit passed all test and runs according to OEM specification. The root cause is determined due to most likely the blower type change is not saved during production, as patch 12 / 13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch >16. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that bellavista 1000 us having consistent alarm 401 "inspiration valve or device leaky" on startup testing. The o2 (oxygen) cell has not been removed and it is in the same form as when it was delivered. Furthermore, there was no patient involvement associated with the reported event.